Manufacturer narrative:
This is one event (cardiovascular) of four events reported for the same pt involving two separate products; associated MDR #1225714-2014-02663, 1225714-2014-02664, 1225714-2014-02665, 1225714-2014-02666, 1225714-2014-02667, 1225714-2014-02668, 1225714-2014-02669, and 1225714-2014-02970.

Event description:
The plaintiff's attorney alleged that the decedent experienced three cardiovascular events on unk dates in july 2007 and subsequently expired on or about (B)(6) 2007 after the use of the product.